Manufacturer narrative:
Pump passed the displacement, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. No moisture damage found inside the reservoir compartment and inside the pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 448 mg/dl. Customer reported to have noticed that insulin pump was exposed to moisture from insulin. Customer reported that o-ring was not missing and there was not crack in insulin pump. Customer was advised that insulin pump would need to be replaced.